Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt in cardiac arrest, the device delivered three shocks successfully, however, on the fourth attempt, the device displayed a "discharge fault" message and did not shock. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.